Event description:
It was reported by the patient that they activated a pod but after wearing it the cannula came out. The cannula was visible when the pod was removed but stated that the cannula did not insert onto the infusion site.